Event description:
Femoral access gained without issue during heart cath procedure. Femoral artery visualized good for angioseal deployment. Angioseal dilator placed in angioseal sheath. Secure "click" heard. Sheath and dilator unit advanced over long .035 wire until blood return indicated device inside vessel. Dilator and wire removed. It was then noticed there was a significant blood backflow from the angioseal sheath as if there was no "rubber dam" to prevent backflow. Angioseal device advanced through the sheath until the sheath and device clicked. Angioseal deployed without a problem. Hemostasis achieved. Manual pressure held just to be safe.what was the original intended procedure?heart cath.device #1is this a laboratory device or laboratory test?no.